Manufacturer narrative:
Initial and final (B)(4) - device 5 of 6. Patient city: (B)(6). Patient country: switzerland. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occured in switzerland. It was reported that the patient faced tape not sticking and came off directly after insersion for six infusion sets events on (B)(6) 2026. No further information is available.